Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when moving the bronchovideoscope close to any object, the image washes out on the screen. A white balance was attempted, but did not rectify the problem. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h6, h11 b3 date of event is unknown. The device was returned to olympus for inspection and the reported failure 'image washes out on the screen' was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent/flickering image due a third-party repair on ccd sensor. Based on the results of the investigation, it is likely that the following led to the malfunction: maintenance problem; failure to follow instructions. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No new information